Event description:
It was reported by the aci sales progressional that an (B)(6) male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A buddy wire (guide wire) was utilized. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback before reaching the arteriotomy. The device was removed and since access was maintained, a second mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged tot he handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1220601) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU).